Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that no image was displayed due to ccd unit failure. It was also presumed that the ccd unit failed due to material deterioration by ultraviolet rays.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, there was no image. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to ccd unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.